Event description:
During stent deployment in the proximal left circumflex, rupture of the balloon occurred (at approx 12 atms). While attempting to remove the catheter, the balloon portion fractured off. The retained balloon appeared to have fractured into 2 fragments, with the distal balloon marker seen lodged in an obtuse marginal branch and the proximal balloon marker in the left marginal. As a result, the pt experienced an acute myocardial infarction with cardiac arrest and resuscitation. Emergent coronary artery bypass graft was not pursued in accord with pt's expressed wishes. 12 days later, after remaining intubated in the intensive care unit, the pt experienced a bradycardic/hypotensive arrest and could not be resuscitated.